Event description:
The customer reported that during a hysterectomy, the device jaws closed and would no longer open. The device was cut out of tissue. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The jaws of the incident sample had tissue between them but were not locked shut when received. The jaws opened and closed normally but the knife did not retract completely due to tissue in the webbing. The knife was inspected and revealed the webbing was not bent. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.